Manufacturer narrative:
It was reported that the internal leakage test failed during pre-use check. Identification of issue has been done by analyzing problem description. The air gas module was found defective and its replacement is necessary. The air gas module regulates the inspiratory gas flow and gas mixture. The issue was decided to be reported as malfunction of gas module may lead to stop of ventilation, low o2 or high pressure. In order to conduct further analysis of the case, more detailed information is required. Unfortunately, neither the device log nor the claimed part were available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).